Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was missing') in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2011 and pregnancy with contraceptive device in 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("miscarriage"). At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a previous pregnancy episode with essure in 2011 captured under the case (B)(6). Essure did not caused birth defects. On (B)(6) 2016, she had bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Home pregnancy test on (B)(6) 2016, learned she was pregnant (positive). Imaging: pelvic us transvaginal 76830 tv: empty uterus meas 9,73 x 4.53 x 6,44 cm, esemas 0.66 cm. No iup visualized, b/l ov not seen. No adnexal masses seen, nd pelvic free fluid. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was missing') in an adult female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2011 and pregnancy with contraceptive device in 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("miscarriage"). At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a previous pregnancy episode with essure in 2011 captured under the case (B)(6). Essure did not caused birth defects. On (B)(6) 2016, she had bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Home pregnancy test on (B)(6) 2016, learned she was pregnant (positive). Imaging: pelvic us transvaginal 76830 tv: empty uterus meas 9,73 x 4.53 x 6,44 cm, esemas 0.66 cm. No iup visualized, b/l ov not seen. No adnexal masses seen, nd pelvic free fluid. Lot number 700660 is invalid. Quality-safety evaluation of pt . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new reporter added, new event: one coil was missing was added. Event: pregnancy with contraceptive device and spontaneous abortion made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil was missing') in an adult female patient who had essure (batch no. 675117,700660-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 2011 and pregnancy with contraceptive device in 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("miscarriage"). At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a previous pregnancy episode with essure in 2011 captured under the case (B)(4). Essure did not caused birth defects. On (B)(6) 2016, she had bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Home pregnancy test on (B)(6) 2016, learned she was pregnant (positive). Imaging: pelvic us transvaginal 76830 tv: empty uterus meas 9,73 x 4.53 x 6,44 cm, esemas 0.66 cm. No iup visualized, b/l ov not seen. No adnexal masses seen, nd pelvic free fluid. Lot number: 675117 manufacture date: 2009-09 expiration date: 2012-09. Lot number not valid 700660. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.